Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was likely that the video function does not work properly due to a defect in the charge-coupled device (ccd-u), and an event in which the image is not displayed may have occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed: the coupler was broken, flooding was noted due to crack in the video connector and the cable was damaged due to physical load. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the optics holder / quick release fastener of the hd autoclavable camera head was bent. Upon inspection of the customer¿s returned device it was observed, no image was available due to a charged coupled device (ccd) failure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.